Manufacturer narrative:
D9: date returned to manufacturer; 11/1/2024. One device was returned for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was confirmed. The device was unable to be powered on to perform functional testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41786. There was no patient involvement, no patient injury was reported.